Manufacturer narrative:
D2b pro code (product code): fge, lit.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the mildly tortuous and moderately calcified arteriovenous shunt. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilation. During the procedure, the balloon ruptured before reaching the nominal burst pressure of 10 atmospheres. The device was slowly and carefully removed from the patient, and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition after the procedure.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 30mm in length and extended from a position 1mm distal of the proximal markerband to 10mm proximal of the distal markerband. A visual and tactile examination observed no damage to the tip, no kinks or damage to the shaft of the device. Both markerbands were present and undamaged.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the mildly tortuous and moderately calcified arteriovenous shunt. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilation. During the procedure, the balloon ruptured before reaching the nominal burst pressure of 10 atmospheres. The device was slowly and carefully removed from the patient, and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition after the procedure.